Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, the surgeon fired the device without problem at the first firing, but at the second firing, the handle was locked, and it was unable to be fired. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.